Event description:
A medtronic representative reported that they were not able to get the precision aiming device to work. The bottom turn knob locked up and the screw kept turning freely. The surgeon was able to complete the surgery with the use of navigation and no impact to the patient outcome.

Manufacturer narrative:
The patient demographic information has been requested multiple times, but the site has not provided it. Device lot number provision is dependent on the device return to the manufacturer. Device manufacture date provision is dependent on the device return to the manufacturer. No parts have been received by the manufacturer for evaluation.